Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. Upon reciept the rear response button was non-functional. Upon investigation, the response button's flex cable connector was unseated. The root cause of the unseated connector was unable to be positively identified. No adverse event resulted from the defective response button.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons were defective.